Event description:
A malfunction alarm was reported, identified as malf 1, which could not be reset. There was no adverse impact to the customer's blood glucose level. Tandem technical support replaced the faulty pump, instructed the customer to return the malfunctioning pump, and confirmed that the customer would use multiple daily injections (mdi) as a backup therapy. Additionally, the customer was informed about the updated software on the replacement pump and shipping details were confirmed.